Event description:
The patient was treated for a periprosthetic fracture in (B)(6) 2016 initially. In (B)(6) 2019 a revision for aseptic loosening of the femur had to be performed. A second revision had to be carried out on (B)(6) 2020 for a new removal of the femoral component because of aseptic loosening. This complaint handles the second revision surgery which occured on (B)(6) 2020.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. X-rays have been received, however, it was noticed that none of it correspond to the loosening that occurred on (B)(6) 2020. Indeed, the most recent date of (B)(6) 2019 which correspond to the previous revision due to implant loosening. The product analysis can't be performed as the cement was not returned. However, associated devices were received and analyzed. The visual inspection performed showed that there was signs of implantation of the devices. Indeed, it can be seen on the picture of the analysis, that the bone has adhered to the cement at the distal part of the stem. However, this is not the case on the upper level of the stem. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding revision due to loosening: 1 complaint (1 product), this one included, has been recorded on optipac 60 refobacin plus bone cement-3, reference 4721502084-3, from january 01, 2017 to january 27, 2021. 1 complaint (1 product), this one included, has been recorded on optipac 60 refobacin plus bone cement-3, reference 4721502084-3, batch 807ba06965. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). List of associated devices: oss 7cm segmental femoral rt, reference 150354, batch 804700. Oss cemented im stem 15x150, reference 150369, batch 613330. Oss 5cm diaphyseal segment, reference 150465, batch 925300. Oss tibial poly bearing 14mm, reference 150411, batch 560730. Oss poly tibial bushing, reference 150476, batch 315070. Oss poly lock pin, reference 150478, batch 668620. Oss poly femoral bushings 2pk, reference 150477, batch 742240. Oss reinforced yoke, reference 150493, batch 061560. Oss axle, reference 150480, batch 258450. Report source, foreign - event occurred in (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
The patient was treated for a periprosthetic fracture in (B)(6) 2016 initially. In (B)(6) 2019 a revision for aseptic loosening of the femur had to be performed. A second revision had to be carried out on (B)(6) 2020 for a new removal of the femoral component because of aseptic loosening. This complaint handle the second revision surgery which occured on (B)(6) 2020.